Manufacturer narrative:
A review of the device history record for lot 0831/25 was conducted. All manufacturing specifications, including material certificates were found to be within requirements. No similar trends of failure have been identified for this lot to date. During the final stages of screw positioning, the device may have encountered unprepared or unexpectedly dense bone tissue. The resulting mechanical resistance (torsional stress) likely exceeded the structural integrity of the screwdriver tip, leading to the fracture. At this time, based on the information currently available, a definitive root cause cannot be established.

Event description:
On (B)(6) 2026, a surgical procedure was performed in colombia. During the procedure, a 4.0 diameter screw was implanted. Initially, the necessary drilling and countersinking were performed. Subsequently, the 4.0 screw was inserted. Upon completion of the screw insertion, a cracking sound was heard. Upon removal of the hexagonal cannulated screwdriver, it was found that the final portion was fractured. Intraoperative radiographic assessment was performed to locate eventual fractured metallic fragments. No fragment was visible in the soft tissues and the screw was implanted in the correct position. Since the screw was already fully inserted into the bone, the surgeon decided to complete the procedure without further issues.